Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported white substance found on PICC lumen threading before insertion into patient. No impact to patient, delay in procedure and new kit needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material in catheter hub is confirmed and was determined to be manufacturing related. One 5fr t/l powerpicc solo catheter with 3cg stylet was returned for evaluation. An initial visual observation revealed the catheter was returned with the stylet inserted and no use residue was observed. The red solo luer hub was observed to have a white stain near its proximal end. A microscopic observation revealed this material appears to be excess ink from the printing process of the luer hub inadvertently applied during the manufacturing process. The investigation has been forwarded to the manufacturing site. This complaint will be recorded for future trending and monitoring purposes.